Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the nc trek was advanced to a non-tortuous, uncalcified coronary artery and ruptured at 16 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.